Manufacturer narrative:
No parts returned for analysis. No analysis results possible at this time. Manufacture date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the tip broke off the inserter. This was noticed pre-operatively. There was no patient present when this issue was observed.